Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause of this condition is unknown and no repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a possible false downstream occlusion alarm, which interrupted delivery. There was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This report is 1 of 4. This device is a remediated colleague pump with a user interface module software version of 6.13.90.